Event description:
A customer contacted beckman coulter inc. (Bci) and reported leaking fluid from the bottom of the waste canister. The fluid was dripping from the valve/fitting area. No injury was reported on this issue. The customer has biohazard protocol.

Manufacturer narrative:
A field service engineer (fse) was dispatched: the fse found the canister float switch was defective and replaced the part. The fse also replaced the pressure regulator, 3-way valve, and tubing assembly.